Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The pump alarmed compromised force sensor system during the prime/compromised force sensor system test due to a protruded/loose drive support disk. They were unable to perform the occlusion, prime/compromised force sensor system, and the excessive no delivery tests due to the compromised force sensor system alarm. The pump was received with a minor scratched display window, a cracked case at the display window corners, a cracked reservoir tube lip, a cracked reservoir tube window through the reservoir tube, and cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she was receiving a compromised force sensor system alarm on the insulin pump while she was changing the set out. Customer stated that the insulin was squirting out during the manual prime process. Customer stated that the rewind message occurred after an alarm. Customer could rewind but when she tried to put insulin through, she wasted 150 units. Customer stated that she was not able to get to the main menu. Customer stated that the drive support cap was protruded. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.